Event description:
It was reported that on (B)(6) 2004, the patient underwent a anterior cervical discectomy and fusion with partial microsurgical vertebreotomy at c5-c6 and c6-c7 utilizing segmental fixation. It was reported that on (B)(6) 2004, the patient underwent the re-exploration of anterior cervical wound, evacuation of hematoma, and placement of jackson-pratt drain. It was reported that on (B)(6) 2005, the patient underwent the exploration of cervical spinal fusion with removal of hardware. It was reported that the patient now suffers from chronic pain syndrome, neck pain, bulging discs, allergic reaction, obstruction of airway, anxiety, and narcotic dependence.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.